Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated an issue with the egm (electrogram). Episodes recorded where the electrocardiograms are drifting from the baseline. (B)(4).

Event description:
It was reported that the data on the implantable cardiac monitor (icm) showing on the electrocardiogram (egm) cuts in and out and may have a defective egm amplifier. The device is being monitored and remains in use. No patient complications have been reported as a result of this event.